Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and the device history record (DHR) review. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The exact cause of the failure could not be conclusively identified. However, based on the results of the investigation, it is likely the probe was damaged as a result of coming in contact with a surgical instrument or the non-insulated area of grasping section, evidenced by the scratch on the probe. If the device came in contact with a hard object, such as hard tissue, metal or a surgical instrument: after the initial scratch, the probe may have then received an output load in the seal and cut mode or received a load when grasping the tissue. As a result, the probe cracked from the scratch. If the device came in contact with the non-insulated area of grasping section: the distal end of the tissue pad was worn away because the seal and cut output was activated while grasping nothing (the use may have kept activating after cutting the tissue). The worn tissue pad would have allowed the non-insulated area of grasping section to touch the probe. The seal and cut mode was then activated, causing the scratches on the probe after the probe came in contact with the grasping section. The probe then received an output load in the seal and cut mode or received a load when grasping tissue, causing the probe to crack from the scratch. The instructions for use (IFU) provide the user with warnings regarding this type of event stating the following: ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ ¿when cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿ ¿the thunderbeat instrument should be used for soft tissue. Do not activate output while grasping hard tissue such as bone or highly calcified tissue, or hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator, forceps, and others). Otherwise, it may cause the probe tip to be scratched or come into direct contact with the metal area of the grasping section as the heat generated by the friction between the hard object and the probe tip could cause wear/deforming/splitting/protruding/partial separating of the tissue pad. In turn, the probe may break before displaying an error window or generating an alarm tone.¿ ¿do not grasp or let the probe tip contact hard objects such as metal clips, stapler, or other instruments (e.g., uterine manipulator). Also, be careful to avoid contacting the probe tip with those accidentally. Particularly during activation, a scratch on the probe tip could occur due to ultrasonic vibration, which leads the probe tip to break and fall off into the body cavity. In addition, the high-frequency (rf bipolar) current flows through the metal and generates spark discharge, which may cause burns and decrease functionalities.¿ ¿if the grasping section, metal-exposed area around it or the probe tip gets sticked tissue during treatment, wipe it with a soft object such as a piece of gauze or a brush. Do not attempt to scrape it with a sharp object such as a scalpel or the tip of tweezers. Otherwise, the grasping section, metal-exposed area around it, the fluorine resin part, a coated surface or the probe tip may be scratched and damaged, which may lead to fall-off of the damaged part into the body cavity or burns of the tissue by a high-frequency leak current output due to destruction of the insulation structure.¿ olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device was returned to olympus for inspection. The customer¿s report of broken probe was confirmed. During the inspection and testing of the device, the device was connected to the usg-400/esg-400 and the probe check was failed when error code u509 was observed. Both switches were checked and were found functional. A visual inspection on the returned device was performed; there was some tissue build up located near the distal end. The polytetrafluoroethylene (ptfe) pad (teflon pad) was inspected and found it had normal wear but no metal exposed or abnormality was observed. However, signs of dried foreign residue were located on the sides. The distal end of the device was inspected under a microscope and the probe was detached and the missing portion was returned. The wiper movement had no movement due to tissue build up. The consistency of movement of the handle and jaw was tight, the handle load was heavy and the rotation of the knob torque was normal and smooth. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation

Event description:
An olympus representative reported a broken probe on model tb-0535fcs, thunderbeat 5 mm, 35 cm, front-actuated grip type s, observed during an unknown therapeutic procedure. The procedure was completed with a similar device. Upon inspection of the returned device, the probe was detached. There was no harm or user injury reported due to the event. This report is to capture the reportable malfunction of the detached probe noted during the evaluation.